Event description:
The pt was admitted for a procedure in 2008, to treat a lesion in the right internal carotid artery. There was heavy calcification and 85% stenosis. It was noted that an angioguard was delivered and that a precise stent was successfully implanted. However, during the procedure, the pt's blood flow stopped. The blood around the target lesion was suctioned using an export aspiration catheter. The angioguard was then withdrawn from the pt and the pt's blood flow returned to normal. The procedure was completed without any further complications. There were no adverse effects to the pt.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated MFR report number is 1016427-2009-00020. Additional info will be submitted upon 30 days of receipt.